Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and experienced hypotension and pericardial effusion treated with pericardiocentesis with fluid removal of 700ml. During ablation of the posterior septum from the right atrium, it is believed that a perforation occurred. The patient became hypotensive (60/40), and a pericardial effusion was confirmed via intracardiac echocardiography (ice) imaging. A pericardiocentesis was performed, with approximately 700ml of fluid removed. The patient is currently stable. Additional information was received. The physician¿s opinion on the cause of this adverse event was procedure. The patient did not require extended hospitalization. The patient did not require cardiac surgery. The procedural activated clotting time (act) was therapeutic. One transseptal puncture site was performed during the procedure. Energy delivered during the ablation was pfa. No evidence of steam pop. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation or error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, and visitag. Parameters for stability used were time, fot, and 3 mm, with color options of other impedance drop. Additional filter used with the visitag was respiratory adjustment. The outcome of the adverse event is that the patient fully recovered (no residual effects).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 17-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter and experienced hypotension and pericardial effusion treated with pericardiocentesis with fluid removal of 700ml. The device evaluation was completed on 24-jun-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).